Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reported event of basket wire break.

Event description:
It was reported to boston scientific corporation that a trapezoid rx was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2025. During the procedure, the wire was fractured after the basket was used once. The procedure was completed using another trapezoid rx. There were no reported patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.